Manufacturer narrative:
Investigation found widespread corrosion inside of the device with white residue on contacts and surfaces resulting in the control panel not working. The white substance is salt indicating the corrosion was caused by salt exposure from the environment. The reported issue of device doesn't detect a patient when connected to the defibrillation electrodes as expected was caused by the improper insertion of the electrode tray. This device was archived by stryker. The customer received a replacement device.

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed that the device doesn't detect a patient when connected to the defibrillation electrodes as expected and the control panel buttons are not working.

Manufacturer narrative:
Stryker performed an initial evaluation of the device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed that the device doesn't detect a patient when connected to the defibrillation electrodes as expected and the control panel buttons are not working.